Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported on (B)(6) 2013 at 6:00 pm he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. After his shower the pod ripped off and he noticed the cannula was kinked at a 90 degree angle. At 5:21 am he changed the pod.